Manufacturer narrative:
(B)(4). Evaluation - no information regarding the event. The product was not returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injury. There is no evidence to suggest the device was not manufactured to specifications. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that "the patient received a cook gunther tulip filter on (B)(6) 2008 at (B)(6) hospital in (B)(6). " it is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2008 at (B)(6). Dr. (B)(6) allegedly placed the filter. It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product malfunction. Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 07/28/2017 as follows: patient allegedly received an implant on (B)(6) 2008 via the right common femoral vein prior to bariatric surgery. Patient is alleging cramping, abdominal pain, irregular and painful periods and migraines due to the device. Patient alleges that the device is unable to be retrieved. No documentation regarding attempted retrieval has been received.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Appropriate term/code not available for device tilt. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per the report dated (B)(6) 2019: CT abdomen without contrast: history: unspecified injury of inferior vena cava, subs encntr - conclusion: ivc filter with 27 degrees tilt to the left of its proximal tip. No evidence of perforation or adjacent solid organ abnormality. Gastric and intestinal surgical changes suggesting previous bariatric surgery".

Manufacturer narrative:
Adverse event and product problem; serious adverse event. Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating cramping, abdominal pain, irregular and painful periods, migraines, unable to retrieve. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. It is unknown if the reported cramping, abdominal pain, irregular and painful periods and migraines are directly related to the filter and unable to identify a corresponding failure mode at this point in time. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.